Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient has submitted a medwatch report (received by zimmer biomet on (B)(6) 2016 indicating that their knee implants are "slowly falling apart". The patient alleges that they have transitioned from walking to a wheelchair in less than 2 years due this issue. The patient also alleges popping sounds, instability and pain. No additional information or if the patient is planned for revision surgery, has been provided at this time.